Manufacturer narrative:
A siemens customer service engineer remotely reviewed and restored the centralink data management system. However, the system was still getting error while launching. The cse reimaged and restored the centralink data management system. A siemens headquarters support center specialist reviewed the information and concluded that the issue was due to the database corruption. The device is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A centralink data management system could not be restored and was producing an error indicating that the database files already exist, when receiving orders from a laboratory information system (lis). The operator could edit the patient information and store manual entry when the lis connection was stopped. There was delay in reporting of result. It is unknown which assays have been impacted. There are no reports of patient intervention or adverse health consequence due to the delay in reporting of results.